Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00830004300, tibial base component size 3, lot # 63342717, catalog #: 00830002300, talar component size 3 right, lot # 62946236, catalog #: 00830005300, tibial insert component size 3, lot # 63414807. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019 -03610, 0001822565-2019-03611,0001822565-2019-03612, 0001822565-2019-03615. Remains implanted.

Event description:
It was reported that the patient underwent primary ankle approximately two years ago. Subsequently at the two year visit the patient was experiencing moderate pain, restricted rom, drainage, and was noted to have impingement. A month ago the patient underwent arthroscopic & debridement procedure, the implant remains implanted.